Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The cgm was reported to be about 20-30 points off previously. The patient¿s wife stated that the sensor usually alarms once or twice a night (did not specify what alarm goes off) and on (B)(6) 2025 the sensor did not alarm. The wife woke the patient up and she was lethargic, semi unconscious, sweating and had slurred speech. The cgm was reading above 70 mg/dl while the bg was below 60 mg/dl. The wife treated the patient with a glucagon injection. After treatment, the patient went to sleep for 4 hours and felt fine when she woke up. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 20-30 points. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.